Event description:
Nine mm x 19 .035 genesis stents were used and the first stent embolized during cardiac catheterization because the premounted stent moved on the balloon allowing incomplete inflation of the distal end only. A second stent that was used was also noticed to have moved on the balloon and was removed from the patient. The lot numbers are r0507423, and r1007345.